Manufacturer narrative:
Product complaint #: (B)(4). No additional information is available. If further details are received at a later date a supplemental medwatch will be sent. Adverse events associated with patient's first event reported via mw # 2210968-2021-06634.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010 and the mesh was implanted. It was reported that the patient had been through a lot of pain for ten years. It was reported that the patient wanted to completely remove the strip because of the pain experienced. It was reported that in (B)(6) 2019, the patient identified a doctor who offered to remove it but explained the difficult nature of the surgery as it required digging to locate both ends. It was reported that the patient couldn't sleep on the sides, had continuous pain in the lower body, and had so much pain in one of the heels that prevented walking. It was reported that the surgeon found the pieces of bandages in the patients thigh muscles and ligaments. It was also reported that a lump was so close to the sciatic nerve that it could have damaged the nerve for the rest of the patients life and was the cause of the pain in the heel. It was reported that the patient had no pain since the last surgery.